Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement, and displacement test. Pump received with power error detected alarm due to j6 connector resistance issue.

Event description:
Customer's mother reported via phone call that her son's insulin pump had a power error detected 2 times. The customer¿s blood glucose level was 159 mg/dl. The device will be returned for analysis.